Event description:
It was reported that when using the bd pyxis¿ medstation¿ es was unable to pass the login screen while remote smart service (rss) was online. The customer stated that some keys were previously unresponsive; currently, pressing the keys redirected to a different screen instead of allowing login. The customer stated that this malfunction occurred while dispensing the medication and they were unable to access the station, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-sep-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, the technical support specialist (tss) confirmed with the customer that the issue had been resolved itself, and no further investigation required for this device. The system functioned as intended after the issue was resolved itself.